Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo was informed about the event involving the enterprise 5000x bed. The customer reported that the nurse's handset was not working. There was no indication of patient involvement. No injury was sustained. During the device inspection, the technician stated that the nurse's handset operated the backrest on its own. The handset was replaced, and the bed was working as intended.

Manufacturer narrative:
The exact cause of the issue could not be determined based on the information collected. The faulty component was identified and replaced during the inspection. No visible damage was observed, and the specific nature of the nurse handset malfunction could not be established. Therefore, the root cause of the reported issue remains undetermined. The enterprise 5000x instruction for use (IFU 746-577-en) contains the following information: "check patient handset and cable - weekly." "Check acp and cable - weekly." "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help prevent accidents." The arjo device failed to meet its specification. There was no indication of patient involvement, and no injury was sustained. The complaint was assessed as reportable due to the unintended backrest movement (operating on its own).